Manufacturer narrative:
Patient information was requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's controller was alarming a sustained tone but no visible alarms were appearing on the screen or in the log file history. This only occurred on ac power and not on dc battery power. The patient began only using batteries. Technical services reviewed the log file and noted that although the log file was not showing any alarms, there was a possibility of wear in the controller leads. This could cause intermittent drops in voltage that register as alarms. The patient underwent a controller exchange on (B)(6) 2022 and there were no issues. The exchange seemed to solve the problem.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller alarming a sustained tone, and no visible alarms were appearing on the screen or in the log file history was not confirmed. The heartmate ii controller (serial number (B)(6) ) was not returned; however, a log file was submitted for analysis. The submitted log file contained data spanning approximately 23 days ((B)(6) 2021 ¿ (B)(6) 2022 per the timestamp). There were no atypical alarms that occurred while connected to ac power that would indicate an issue with the system controller. Provided information stated that the old controller serial number is (B)(6) and the patient retained his previous back up controller as a backup, and the controller exchange resolved the issue. An attempt was made to obtain additional information about the reported event such as if the patient underwent a controller exchange, if the alarms resolved, and the device return status; however, no response was given. Multiple attempts were made to obtain additional information about the reported event such as if the controller will be returning for analysis; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate ii controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on 09mar2020. Heartmate ii patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook (rev. C) and heartmate ii instructions for use (IFU) (rev. C) under section 3 ¿powering the system¿ explains the various ways to power the heartmate ii lvas, including how to use the mpu and the actions to take in the event of a power failure. Heartmate ii patient handbook (rev. C) and heartmate ii instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.